Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to the clinic for a normal follow-up, the device could not be communicated through merlin and radio frequency telemetry. The cause of the radio frequency unable to function was found to be an internal error. The issue was resolved after installing a device download. The patient will be monitored with routine follow-up.

Manufacturer narrative:
The reported field event of rf telemetry anomaly was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.

Event description:
New information received states the device was explanted and replaced. No further information is available.